Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation as well as photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to a biopsy procedure, foreign material like green plastic was allegedly found on the device upon opening the package. There was no patient contact.

Event description:
It was reported that prior to a biopsy procedure, foreign material like green plastic was allegedly found on the device upon opening the package. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one maxcore disposable core biopsy instrument was returned to evaluation in unsealed condition. During visual evaluation, the device appeared clean. On further evaluation, unknown green plastic piece was noted with the device. Functional testing was not performed due to the nature of the complaint. Therefore, the investigation is inconclusive for the reported foreign material, as the device was returned in open condition. Two electronic photos were reviewed. First photo shows the needle of the maxcore device along with the green color plastic material. Second photo shows the maxcore device in open condition with the green color plastic material and the protective needle guard dislocated from the needle. Therefore, based on the photo review, the reported foreign material is inconclusive as package was in open condition. Hence overall the investigation is inconclusive for the reported foreign material, as the device was returned in open condition. The visual inspection identified that the device packaging was returned unsealed. It is unknown if device handling after the seal was opened contributed to the observed foreign material. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.